Event description:
The customer reported that the pencil activates in the coag mode without the coag button being pressed. No pt injury occurred.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function properly. The report of self-activation was not duplicated. No conditions were identified that would have caused or contributed to the reported event.